Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the black box download verified three power interruptions or reboot events on (B)(6) 2011 and the last one on (B)(6) 2011 at 12:33am as stated in the complaint record. The pump was returned with the battery compartment and battery cap intact, no evidence of stripped threads or damage was observed to the cap or compartment. The battery cap is able to fully tighten until the o-ring is seated and cap is flush with the pump case. The pump was exercised for 24 hours on a 1 unit per hour basal rate, no power loss or rebooting was duplicated. The pump cover was removed to inspect the power flex , battery terminal connections and pcb components for intermitting power conditions, no defects were found. The reboots were verified in the download history but could not be duplicated. No power related defects were found. DHR review: date of manufacture 2011-03, software version / revision -e3a, within specifications when released - yes.

Event description:
A family member reported that on (B)(6) 2011 the patient experienced a blood glucose (bg) of 350 mg/dl with large ketones, thirst, and dizziness. She stated that the patient experienced nausea on (B)(6) 2011, but her bg was within normal range; she said the nausea may have been associated with a virus. The family member reported that the patient started on a replacement pump on (B)(6) 2011, and the replacement pump lost power three times. The intermittent power loss was initially reported on (B)(6) 2011. The family member stated that the patient resumed insulin pump therapy using their old pump after the replacement pump lost power for the third time. Customer support (cs) reviewed the replacement pump with the family member, and found that there was no structural damage to the battery cap or to the battery compartment; the battery cap tightened to resistance; and there was no corrosion noted in the battery compartment. The family member reported that the battery was changed, with no affect to the power loss issue. This complaint is being reported because the patient allegedly experienced hyperglycemia after the pump lost power.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.